Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with general malaise, polydypsia and symptoms of dehydration (dizzy, lightheaded) associated with intermittent power to the pump. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the yellow o-ring was visible at the battery cap at the time of the power interruption. Reportedly, there was no damage to the battery compartment and the battery cap was able to be tightened per its instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery and cartridge caps were not returned. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated during this time. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no evidence of internal moisture or damage found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.